Manufacturer narrative:
H3 ¿ analysis: as found condition: the solitaire fr 6-30 stent device was returned for analysis still within its introducer sheath, inside an open solitaire fr inner pouch, inside a sealed biohazard bag, and inside a shipping box. ¿damaged location details: the solitaire fr 6-30 stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The introducer sheath was inspected and found in good condition. The stent¿s working length strut was in good condition with all the distal markers attached, while the struts in the middle working length were observed to be damaged. The compressive damage was observed on the non-working length struts and teardrop struts. No irregularities were found outside the proximal marker and glue domes. The marker coil was in good condition. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿stent¿s tip end was abnormal¿ report could not be confirmed, as the stent¿s distal end was in good condition, with all the distal markers attached with no damage noted. The cause of the reported event could not be determined. It was also noted that the middle working length struts and non-working length struts were observed to be damaged. The likely cause of the damage could be the reported severe vessel tortuosity and a lack of continuous saline/heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire stent punctured the vessel wall. The patient was undergoing surgery for treatment of an ischemic stroke of the terminal segment of the internal carotid artery. There was one pass with the device. It was noted the patient's vessel tortuosity was severe. It was reported that the patient had an occlusion at the terminal segment of the right internal carotid artery and was brought in as an emergency case. The operator performed an interventional thrombectomy. After positioning the microcatheter rebar, the fr-6-30 was delivered to position, the microcatheter was withdrawn, and the stent was deployed. However, angiography revealed that the stent's tip end had punctured through the vessel lumen, causing vascular rupture and bleeding. The operator stated that the stent's tip end was abnormal, which tore the vessel, and the stent would not be charged. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Additional information was received that the patient experienced cerebral hemorrhage and hemiplegia related to the vessel perforation/rupture. Actions/interventions taken to resolve the vessel perforation/rupture/bleeding and complete the procedure included surgical intervention, decompressive craniectomy. It was clarified that the report of "the stent's tip end was abnormal" was that the surgeon stated, "it was sharper than usual". Additional information was received that no abnormalities could be found by visual inspection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.